Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. No event date was given, therefore an approximate date of (B)(6) 2018 was used as the event date. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure and outside the patient, the sponge was detached from the biopsy cap and was lodge inside the working channel of the scope. An attempt to remove the sponge was performed by pushing two autotomies through the working channel but failed. The sponge was finally remove from the endoscope channel by flushing with scope buddy. The procedure was completed with another rx locking device and biopsy cap. There was no serious injury nor adverse patient effects reported as a result of this event.